Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-11484. It was reported the pt was receiving ineffective stimulation. X-rays revealed both of the pt's leads had migrated. As a result, the leads were explanted and replaced (with a single lead/different model). The doctor also electively explanted the pt's lead anchors.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.